Manufacturer narrative:
Approximate age of device - 85 days. The device is expected to be returned but has not been received. The manufacturer is attempting to acquire the device for further evaluation. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during the patient¿s clinic visit on (B)(6) 2015, the event history was reviewed and pump stop events were noted; however, the patient stated that no alarms had occurred and he did not experience any symptoms. The patient then stood up during his visit, and as he was removing the system controller from his pocket, a ¿connect driveline¿ and red heart alarm occurred. The system controller was examined and the driveline was found to be fully seated, locked and engaged in the system controller. The event history was reviewed again and it indicated that a pump stop occurred. The patient did not experience any symptoms during the pump stop event. The system controller was exchanged. On (B)(6) 2015, during the patient¿s follow-up visit no unusual alarms were noted in the event history.

Manufacturer narrative:
Corrected information. Due to the additional information received, the reported device was changed. Approximate age of device ¿ 1 year and 9 months. The pump remains in use supporting the patient. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported on 02/25/2015, that the patient presented to the clinic with low speed and pump stop events in the event log history. Based on previous reported events, it is suspected that more than one wire in the driveline might be damaged. The patient confirmed the alarms, but he was asymptomatic. The patient's heart is reportedly showing signs of recovery. The log file was reviewed and intermittent pump stop events were confirmed. The manufacturer&#62688;technical services specialist explained that the system controller has protection built in against a short in the driveline. As a result a very brief pump stop may occur. It appears that the system controller was functioning as intended. The hospital staff is reportedly discussing recovery and transplant options. They are unsure if the patient will be able to make it to recovery; therefore, a transplant might be required.

Manufacturer narrative:
The pump was not returned for evaluation. The system controller in use at the time of the event was returned and evaluated. The investigation of the system controller confirmed the reported pump stoppages during the review of the log file; however, the alarms were not reproduced during the analysis. The log file contained approximately 10 days of data (01/05/2015 ¿ 01/15/2015). The pump fell below the low speed limit and stopped several times throughout the log file beginning on 01/07/2015. These pump stoppages occurred while the patient was connected to both the power module and battery power. There were no other notable alarms active in the log file. The system controller was functionally tested and was found to operate as intended during the analysis. The events in the log file appeared to be consistent with a potential percutaneous lead wire compromise; however, the percutaneous lead wire damage could not be confirmed because the pump is not available for evaluation. The patient had a history of pump stoppages consistent with a percutaneous lead wire compromise, and the distal end of the percutaneous lead was replaced and the patient was being supported by an ungrounded power module patient cable. (The percutaneous lead replacement was previously reported under medwatch MFR. Report # 2916596-2014-01947.) A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6) 2015, and the pump will not be returned for evaluation.